Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the rep covered a case yesterday for a device explant. The device had eroded through the skin. The patient's mother reported that the patient had seen a medical doctor (md) for bronchitis, prescribed an antibiotic for the bronchitis, and that md referred the patient to follow-up with the managing md to move the explant procedure up. The explant was originally scheduled for (B)(6) 2022. The caller stated that the md doesn't believe the ins pocket was infected. The md indicated that, because the ins was susceptible to the air, it had to be removed. The md plans to place another ins for the patient within the next 6-8 weeks. Troubleshooting was not required. Troubleshooting collected details for the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.